Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was functionally tested and found to operate as intended with no software abnormalities observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this report of unspecified software failure (with no reported patient impact or intervention), provides limited information to determine what the failure was (e.g. Software update required; software version incorrect; unreported system error; etc.). At this time, there is no information that would reasonably suggest that this vague report would be likely to cause or contribute to a death or serious injury were it to recur.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had software issue. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.